Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was unknown at the time of the incident and the current was 52 mg/dl. The customer stated that the troubleshooting was performed for the low blood glucose. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer stated that the auto mode feature was active. The customer was treated with the glucose. The device will not be returned for analysis.